Event description:
(B)(4). Migraine headaches daily, weight gain, sharp pelvic pain, (worse than labor pain), hair loss, anxiety, panic attacks, depression, body aches (like being 100 years old), teeth falling apart, no energy, heavy periods (blood clots every month).